Event description:
During a "tuna" procedure, open thermocoupler alerts were rec'd. It was elected to replace the cartridge. When the cartridge was retracted from the pt, it was noted that the needles were deployed. The rf cable and a second cartridge were used and the procedure was completed with no adverse effects to the pt.